Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The dso and uso seals were replaced.